Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 4.0mmx15mmx135cm (4f) sterling balloon catheter was advanced for dilatation. During first inflation at 6 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at the distal tip. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.